Event description:
It was reported that during a procedure to treat an av node reentry tachycardia (avnrt), a blazer ablation catheter was selected for use. A right bundle block has occurred. No intervention was need and the patient is stable. No further information was provided.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.